Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Reportedly, the customer was using apidra insulin within the pump supplies. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.